Manufacturer narrative:
Facility: affiliated no.1 hospital of third (B)(6).

Event description:
The customer reported simultaneous deployment of t1 and t2 . A same model backup was utilized to complete the surgery. No patient harm reported.

Manufacturer narrative:
The device was returned for evaluation. The device was returned without t1, t2 or suture. There is disfigurement of the needle. This needle is bent and twisted. This indicates resistance and difficulty reaching desired surgical location. Functional test proved that the device no longer cycles as intended. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device can be established. No further investigation is warranted.